Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 11 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 11 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 20mm x 143cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.